Event description:
It was reported that this insertable cardiac monitor (icm) device battery reached end of service (eos) earlier than expected. Boston scientific technical services (ts) received a call from the boston scientific representative. The boston scientific representative provided icm device reached eos after less than a year implanted. Ts advised the icm battery was depleting normally until three months ago then the battery voltage dropped quickly and rapidly. The cause to the battery depletion is unknown at this time. Subsequently an explant procedure was scheduled. The complaint icm device was explanted. Another icm device was implanted to continue monitoring. The complaint device has been returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) device battery reached end of service (eos) earlier than expected. Boston scientific technical services (ts) received a call from the boston scientific representative. The boston scientific representative provided the icm device reached eos after less than a year implanted. Ts advised the icm battery was depleting normally until three months ago, then the battery voltage dropped quickly and rapidly. The cause to the battery depletion was unknown at this time. Subsequently an explant procedure was scheduled. The icm device was explanted. Another icm device was implanted to continue monitoring. The device has been returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. X-ray examination of the device identified no anomalies. An attempt was made to interrogate the device and it was noted the icm could not be communicated with. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified an internal battery short that resulted in the observed premature battery depletion.